Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Also, the impedance of the superior vena cava defibrillation coil was observed to be below the expected lower range.

Event description:
It was reported that the patient was seen in the clinic after hearing alert tones. It was found that rv (right ventricular) and svc (superior vena cava) coil impedance alerts had triggered for the right ventricular (rv) lead. It was observed that there was low impedance on both coils. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.